Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient presented with corneal infiltrates in both eyes five days post photorefractive keratectomy. The patient was referred to a cornea specialist. The patient was told to discontinue the topical steroids and begin two topical antibiotic eye drops. Silicone plugs were placed in both eyes in the inferior punctum. The patient is non-compliant and became hostile with the facility. The patient refused to see anyone but the cornea specialist; no additional information is available. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no technical abnormalities that could have contributed to reported event. The logfile review shows the user performed 32 treatments on that day, but has only performed energy check three times. According to the user manual, the user has to performed energy check between patients within 30 minutes before every treatment, but the energy was stable during the day. The reported treatment and all another treatments on that day were finished successfully without any problems. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).